Event description:
It was reported to philips that the system was unable to boot, stalling at start up screen. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was not in clinical use at the time of the event. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to boot up. Log file analysis revealed multiple software crashes. During troubleshooting, the fse identified software failures in the computer¿s internal workstation, the suite pc. To resolve the issue, the fse performed a complete software reload and restored the configuration backup. All checks and verifications were completed in accordance with factory protocols. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.